Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was attempted to be implanted in patient for endovascular treatment of a 50 mm fusiform abdominal aortic aneurysm. The proximal aortic neck measured 23 mm in diameter. The common iliac arteries measured 6 mm in diameter. The common iliac artery was severely calcified. It was reported that another manufacturer¿s iliac limb stent graft was implanted prior to the endurant aui device. The other manufacturer¿s stent graft was implanted in severely calcified common iliac artery (cia) and terminal aorta, resulting in protrusion/projection of the other manufacturer¿s stent graft. The endurant aui was inserted however was unable to advance due to protrusion/projection of the other manufacturer¿s stent graft. The endurant aui was removed from the patient and another manufacturer¿s sheath was inserted in the patient. The endurant delivery system was able to be advanced however, the stent graft was not implanted as the device could not be advanced to the intended landing zone due to the stent graft cover (outersheath) of the delivery system being lifted and damaged. Another endurant stent graft was used and it was smoothly delivered to the targeted site. Another manufacturer's stent 12 mm covered stent was implanted at the distal side of the endurant aui stent graft. An unknown endoleak was observed. Two aortic cuffs from another manufacturer were implanted, resolving the endoleak. No additional clinical sequelae was reported and the patient is fine.

Event description:
Per the physician, the delivery system damage was caused by the calcified and stenosed vessel. There is no information available as to the cause of the endoleak.